Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 450cc mentor memorygel breast implants experienced bilateral rupture and bilateral capsular contracture (baker¿s grade unknown) post procedure. The capsular contracture was diagnosed at the physician¿s office mammography and magnetic resonance imaging was performed, and then bilateral rupture was diagnosed. As a result, an explant is scheduled for (B)(6) 2019. See 1645337-2019-16148 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant and capsular contracture a manufacturing record evaluation (mre) was performed for the finished device number 272028, and no non-conformances related to the reported complaint were identified. During the evaluation of the sample it was observed to be ruptured. Shell abrasion was found on the edges of the tear. No other anomalies were discovered. Shell abrasion suggests in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).